Manufacturer narrative:
The insulin pump was received with a depleted battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked display window, cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. The daily totals of insulin were 19.25 units on (B)(6) 2014, 21.6 units on (B)(6) 23.65 units on (B)(6) 25.75 units on (B)(6), 25.4 units on (B)(6), 26.9 units on (B)(6), and 9.6 units on (B)(6)2014. The insulin pump was suspended on (B)(6)2014.

Manufacturer narrative:
This information is provided to include test results that were not yet available at the time that the first follow up report was completed. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer died on (B)(6) 2014. The exact cause of death which was confirmed on (B)(6) 2014 was due to pulmonary heart failure. The coroner of the customer reported that the customer has had hypoglycemic episodes in the past and even blacked out at work in one instance. The spouse of the customer also reported that the customer had three heart attacks in the past. It was reported that the customer was wearing the insulin pump at the time of death. It was reported that the coroner of the customer would return the insulin pump for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).